Event description:
It was reported to philips that the device fails defibrillation testing. There was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) found the device needed a high voltage capacitor. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. It was replaced. The device passed testing and was put back into service.